Event description:
A customer reported, that the freestyle libre 2 sensor detached prematurely. And was therefore, unable to obtain glucose readings. The customer experienced a loss of consciousness. And received unspecified hcp treatment for diagnosis of hypoglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed, and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened. And a physical investigation will be performed. Sections d-4 (expiration date) and h-4 (device mfg date) have been updated.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and was therefore unable to obtain glucose readings. The customer experienced a loss of consciousness and received unspecified hcp treatment for diagnosis of hypoglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.